Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified two devices without tagging the implanted side, both appear to be intact one has brown fluids inside, the other has clear fluids. However, the cause cannot be determined because the device is analyzed by photography. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.